Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. The device had no scroll bar/ramping numbers without button presses. The device was tested with a test keypad and no frozen display noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 158 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.